Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient was implanted with an implantable cardioverter defibrillator (ICD) device due to chronic medical condition, muscle dystrophy. The ICD device delivered 8 inappropriate shocks due to atrial fibrillation (af). The patient collapsed, experienced a loss of consciousness and required paramedic resuscitation with external shocks being delivered. Subsequently, the patient was admitted to the hospital for monitoring. The physician contacted technical service for device data review. Ts advised that the device, exhausted therapy, but the device is functioning normal for programming and patient medical conditions. Ts provided recommendations for programming options, an ablation procedure, and medication changes. Additional information was received that the patient underwent an vt ablation procedure. The patient was discharged home and will be monitored closely by the physician. The device remains implanted. No additional adverse patient effects were reported.